Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery, the tip of the device broke off. The broken piece was retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully despite a delay of 5¿10 minutes. No further information was provided by the customer.